Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate and an inappropriate treatment. The device was started up at 19:04:05 on (B)(6) 2024. At 18:46:31 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs transitioning to vt @ 160 bpm. At 18:47:41, the patient received the appropriate treatment. Rhythm at the time of the treatment was vt @ 160 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs. At 09:51:27 on (B)(6) 2024, an arrhythmia was detected. ECG shows idioventricular rhythm/vt from 80-160 bpm. At 09:52:33, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of the treatment was idioventricular rhythm @ 80 bpm. Post shock rhythm was idioventricular rhythm/vt from 80-160 bpm slowing to an idioventricular rhythm @ 50 bpm with unconducted p waves. The device was shut down at 10:54:04 on(B)(6) 2024.